Manufacturer narrative:
Complaint no: (B)(4). The device was returned with an opened pouch. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye and no issues were noted. Functional testing (self-testing and priming) and pressure testing were performed. All functional testing performed was acceptable. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that after installing the homechoice cassette the patient line leaked. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.